Event description:
It was reported that nurse stated patient had been cooling for 24 hours and were below target. Nurse noted an alarm was on the screen. Checked event log and noted alert 113 (reduced wt control).patient temperature was 33 targeted temperature was 33.5c water temperature was 29.2c, flow rate 1.2lpm, water level 5. Drained 500ml of water from right side drainage port and place device in manual control at 40c. Water temperature was reached 40c, disabled manual control and restarted therapy.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated patient had been cooling for 24 hours and were below target. Nurse noted an alarm was on the screen. Checked event log and noted alert 113 (reduced wt control).patient temperature was 33 targeted temperature was 33.5c water temperature was 29.2c, flow rate 1.2lpm, water level 5. Drained 500ml of water from right side drainage port and place device in manual control at 40c. Water temperature was reached 40c, disabled manual control and restarted therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.